Manufacturer narrative:
The mask has not been returned to the manufacturer. Resmed had requested the mask be returned, so that an engineering eval could be performed. At this time, we cannot confirm the alleged complaint.

Event description:
It was reported to the manufacturer that while the pt is sleeping, her mask 'elbow' separates from the mask 'frame' preventing her from receiving therapy. Because the pt is also on oxygen therapy, this presents a life threatening situation.